Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 07/06/2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 8/26/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/02/2016 with the following findings: due moisture damage unable test motor during rewind step, unable to investigate complaint. Battery compartment cracked in two places: below bumper pad and between bumper pad and top. Battery compartment leak, evidence of moisture corrosion is in battery compartment, on all boards, moisture on display - see attached picture..call service 078-0008 alarm observed in black box, alarm history. During rewind got message alarm replace battery due moisture damage.